Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(4).

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 08/08/2014 with the following findings: investigation was unable to confirm the dim/fading display complaint because additional failure prevented adequate investigation. The screen was blank during startup. The pump had audible tones during startup. There were multiple alarms in the history at the time of event.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a display (dim/fading/color spectrum) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.